Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain. Manufacturer¿s reference number: (B)(6).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast reconstruction with two 325cc mentor smooth round high profile memorygel breast implants experienced bilateral pain post procedure. In (B)(6) 2019, patient experienced severe joint pain. In (B)(6) 2019, patient experienced brain fog, underarm discomfort, pain, chronic fatigue, muscle aches and sleep issues. In (B)(6) 2019, patient experienced scratchy dry eyes, numbness in left hand, breast pain, post exertion fatigue, throat swallowing problems and shortness of breath. Furthermore, in (B)(6) 2019, patient experienced increased breast pain which led to fatigue, increased brain fog and feelings of incapacitation. As a result, patient had an explantation on (B)(6) 2019. This medwatch form is for the left breast prosthesis. See 1645337-2019-17507 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on (B)(6) 2019. This event was previously reported to the FDA by the patient under mw5088873.